Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet and increased mitral regurgitation (mr). It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted in the central-medial position reducing the final mr to a grade of 1+. On (B)(6) 2022, a control echo was performed, and it was noted that the clip was detached from the posterior leaflet (single leaflet device attachment (slda)) due to a laceration in the posterior leaflet. The patient¿s mr increased to a grade of 3+; however, the patient is currently stable. The patient is under evaluation for surgical intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to the reported tissue injury. A cause of the reported tissue injury could not be determined. The reported recurrent mitral regurgitation (mr) appears to be related to the slda. The reported patient effects of tissue injury and mr as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported serious injury was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.